Event description:
Boston scientific crm received information that the safety switch had tripped for the right atrial (ra) lead approximately one month prior to the device follow-up check. During the device interrogation the ra lead impedance measurement was 920 ohms. The ra lead was reprogrammed back to bipolar pacing mode until the device change out procedure.

Event description:
Additional information was received that the ra lead was surgically abandoned seven and a half months later due to high out of range impedance measurements. No adverse patient effects as a result of the lead revision procedure were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.